Event description:
Pt undergoing surgical correction of multipe facial fractures sustained bilateral corneal abrasions from the use of corneal protectors. Corneal protectors placed at start of procedure by surgeons (eyes were lubricated prior to placement of pretectors). Procedure lasted greater than 8 hours. Upon removal of protectors, both corneas appeared opacified. Exam by ophthalmology noted bilateral corneal abrasions in a circular pattern. Pt experienced blurred vision post-operatively.